Event description:
It was reported that the patient was being prepped for an MRI. Upon interrogation, a message popped up on the programmer indicating an out-of-range shock impedance. The local representative was asked to help. Upon the next interrogation, the shock impedance was good at 60 ohms. Technical services reviewed the device downloaded data. Technical services advised not to do an MRI and to consider the patient unprotected. The doctor elected to explant both the pulse generator and the electrode. The products were successfully replaced with new ones. There were no additional adverse patient effects.